Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the catheter insertion procedure, the balloon stuck in sheath. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was likely cleaned pri-or to its return. No visual damage or abnormalities were noted to the returned sample. The sheath was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lu-men was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic in-spection, a leak site consistent with contact from a sharp object was noted at approximately 26.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon stuck in sheath" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder. The damaged bladder can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iab catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during the catheter insertion procedure, the balloon stuck in sheath. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".